Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed during manual prime and was squirting insulin. Customer's blood glucose was 334 mg/dl. The device was not dropped or bumped prior to the alarm occurring. The drive support cap was reported loose and customer does not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.